Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering insulin. Tandem's technical support educated the customer that an alarm would cause the pump to stop delivering insulin. Reportedly, the customer could not remember information regarding the event. There was no reported impact to blood glucose.